Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: -, ubd: , UDI#: h3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14 h6) multiple annex a codes were submitted. Annex a code, a070803, applies to rfr code nav5007. Annex a code, a1102, applies to rfr code nav4123, and annex a code, a0719, applies to rfr code nav5006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system received a localizer faulted message. There was troubleshooting present. Technical services (ts) had the manufacturer representative (rep) start typing commands for the toolbox and on the second command line, the system shut itself off and would not power back up. The rep moved the system to a different outlet and the system powered on. It was reported that after accessing the toolbox in the application, the rep clicked on the camera icon and a window popped up informing the rep that the internal clock was incorrect. Upon changing it, the localizer faulter error resolved. This was confirmed by opening the application and tracking an instrument. There was no patient involvement.